Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/14/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation; however, data was received from the patient. A review of the downloaded data log confirmed the reported event of inaccuracies. A root cause could not be determined.